Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed a cracked screen after charging and power-on, and a replacement device was arranged with instructions for data sync, shutdown, and return of the original device. Symptoms included no reported clinical effects or adverse physiological symptoms. Outcomes included no medical intervention, no hospitalization, and continued use of the dexcom system as normal until the replacement arrived. Investigation included review of customer-provided images and case details and inspection of the returned device. Investigation of this device revealed physical damage to the display consistent with a cracked or broken screen, indicating damage to the device¿s external enclosure/display component. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage.